Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. An RMA was authorized but not received. Therefore, no confirmation or investigation of the complaint was possible.